Event description:
Caller reported that a malfunction occurred on the pump without any notable preceding events. Customer's blood glucose impact was not disclosed. Technical support provided information and assistance for resetting the pump, and the malfunction code did not recur afterward. Customer was informed to call back if the issue arises again.